Event description:
The customer contacted stryker to report that their device will not turn on automatically upon opening the lid as expected. This can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The lid was missing the magnetic pin needed to turn the device on and off when opening and closing the lid. Stryker replaced the device¿s lid and battery. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.